Manufacturer narrative:
Failure investigator (fi) lab received the power supply for evaluation. Visual inspection of the blower exterior revealed no evidence of damage or contamination. The power supply was installed into the fi test ventilator. An operational test was performed and the ventilator powered up from ac and delivered breaths; ac led indicator was activated correctly. The blower cooling fan and blower were function correctly. The ventilator powered while operating on ac produce no errors. The ventilator powered up from the fi test backup battery power and delivered breaths. The ventilator was cycling the power while operating on dc and produce no errors. The ventilator transition between the ac source and fi test backup battery power 10 times without generating any failures. The power supply was running for an extended period; no errors were generated during approximately 4 hours of operation. Root cause: the root cause for the reported issue could not be determined due to no failures were identified.

Event description:
Customer reported that the battery charging light was flashing and the unit was beeping. The customer reported there was no patient involvement.